Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had not needed to make an adjustment for a long time. The patient stated, a couple days ago, they went to adjust the ins and they saw an end of service (eos) message on the patient programmer. There was a dissatisfaction with the ins battery longevity as the patient said that it had only been a few years and they were told this was a lifetime battery. Patient services reviewed since the ins was non-rechargeable, the longevity was based on settings and usage. The patient did not have a managing physician so physician listings were sent to the patient. No symptoms were reported. No further complications were reported/anticipated.